Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert tone during use of the cardiac resynchronization therapy defibrillator (crt-d). Additional information received from the clinic indicated the right ventricular (rv) lead triggered an alert due to high pacing impedance. The rv lead impedance trend had been steadily increasing over the past few months and the rv pacing threshold was also high. The feature that automatically monitors and adjusts pacing thresholds was turned off in order to allow the rv output to be increased. The upper limit for the impedance alert was adjusted and the physician is reviewing the case to determine the next course of action. No patient complications have been reported as a result of this event.